Event description:
Reporter alleged when opening a new vial of comfort curve test strips used in the blood glucose monitoring accu-chek system, two of the strips were bloody and there was a drop of blood on the outside of the vial. Reporter stated she did not use the test strips, however, contacted the domestic manufacturer and the supplier. No report of any other actions or treatment. Upon return of the requested product, replacement product was sent.